Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure. Failure to follow steps/instruction: a femoral angiogram was not performed. The instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, the suture failed to be deployed. A second proglide device was used to achieve hemostasis. A femoral angiogram was not performed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number changed from 40804k1 to 31206k1. Correction: device status changed from not returning to returned. (B)(4). Evaluation summary: the device was returned for evaluation. Although the reported suture deployment failure could not be replicated in a testing environment, the observed anterior cuff remaining inside the foot pocket would likely result in suture retrieval issue, thus the reported complaint is confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.